Manufacturer narrative:
Additional information provided in event and relevant tests/laboratory data. Corrected information provided in manufacturer name, city and state. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the patient has a dense, central corneal scar and is being referred to a corneal specialist.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which could have contributed to the reported event. The system was then tested and met all product specifications. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a lasik procedure, when the flap was being lifted, the doctor noticed a small sliver of the stroma came up in the center of the visual axis. It appeared to be cut at a separate level than the flap and when it was lifted a piece was still attached to the bed. When continuing to lift, the strand pulled the sliver of tissue out of the flap. The doctor was able to wipe the sliver off the bed and hold it on the end of the spear. When the flap was laid back down there was an elevated domed area in the center of the flap from looking externally. Looking from the underside of the flap there was a concave area. The doctor noted it looked like a very thin smile procedure. Additional information has been requested.